Event description:
Customer reported a charger failed error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. System operates as intended. (B) (4).